Manufacturer narrative:
Update: (B)(6) 2011 - litigation papers were received alleging the asr femoral head was removed. Further alleged the patient had elevated metal ions. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports of elevated metal ions or fracture against either product or lot code combination since their release to distribution. The investigation can draw no conclusion with the information provided. However, it is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address a periprosthetic femur fracture. It is further noted that the patient fell two times post-op.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.